Event description:
It was reported that during a thrombectomy and atherectomy procedure, the head of the catheter allegedly broke off in the vessel, probably at the bifurcation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was received for evaluation. Thus, a physical investigation was performed for the catheter. During physical investigation the helix was broken at 1 cm distance from the tip of the catheter. The tube was found damaged with a hole at 1 cm from the tip of the catheter. The housing of the catheter was found damaged during investigation. Therefore, the investigation is confirmed for the reported helix break. It was not possible to specify the root cause further using the information provided by the user. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 11/2024), g3 h11: d3, g1, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via ipsilateral approach, the head of the catheter allegedly broke off in the vessel, probably at the bifurcation. Reportedly, the broken piece was removed using a snare. There was no reported patient injury.